Manufacturer narrative:
One device was returned for analysis. Functional and visual tests was performed the reported issue was not duplicated. The probable cause of the reported issue was due to loose wires on the rear peizo, front peizo, and fluid ingression on the black wire soldering. As a result, both front and rear peizos were replaced and applied oil lubrication to the camshaft and gears. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was further reported that the patient's therapy was delayed and that the pump was swapped out.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Visual inspection found loose wires on rear peizo, front peizo black wire soldering had greenish fluid inbreeded spot on it. The reported problem could not be duplicated. The complaint is not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that whenever pump infusing, continuously beeping sound is coming from the pump. There was unknown patient involvement and unknown patient harm/adverse event reported.